Manufacturer narrative:
During the eval of the device at the manufacturer's service ctr, a failure of the device to power on was observed. The device's system board will be replaced to address the issue. Device has been evaluated but the components have not been replaced, pending customer approval of the estimate.

Event description:
A ventilator was retunred to the MFR for service. There was no harm or injury reported.